Event description:
Reported 1 false positive sars result for one patient. The patient was symptomatic with abdominal pains and fever. The customer communicated the result was confirmed negative by a molecular (pcr) test the same day, as well as a negative on sofia the following day.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.